Manufacturer narrative:
.

Event description:
It was reported that during a pci procedure, the maverick2 monorail balloon ruptured at 10atms on the first inflation during predilation. The device was removed intact. The 90mm lesion being treated was located in the severely tortuous, severely calcified and 80% stenotic left circumflex artery. The procedure was successfully completed with another maverick and non-bsc balloons and the deployment of four drug eluting stents. Patient status is listed os "ok".